Manufacturer narrative:
A visual inspection confirmed the reported issue of tip fracture. The threaded inner shaft tip was observed to be fractured off. Device history records were reviewed for the corresponding lot and no relevant manufacturing issues were identified. A review of complaint history associated with the subject lot and catalog number was performed and no adverse trends were observed. A definitive root cause could not be determined. Potential root causes include: not using torque limiting handle, excessive force, and hard bone density.

Event description:
A company representative reported that the tip of an ozark screwdriver fractured. The reported event was noted during inspection. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.

Event description:
A company representative reported that the tip of an ozark screwdriver fractured. The reported event was noted during inspection. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.